Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, when the cgm reading was low the patient ate 2 pieced of grape sugar, 4 pieces of chocolate and meat. After too much eating his wife took a bg comparison and was over 400 mg/dl. The patient lost consciousness and the wife injected insulin. The patient could not remember how much insulin was injected but after 3- 6 hours he was feeling good. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.